Event description:
Tech found that while in the brake mode the brakes did not hold.

Manufacturer narrative:
Tech found that the casters were worn. He replaced all four caster and the brakes function properly.